Manufacturer narrative:
(B)(4) - the product has been requested to be returned but has not been received for inspection. (B)(4).

Event description:
The customer reported that the alarm has power but does not sound when weight is removed off of the sensor. They have tested the alarm with a new sensor and the results are the same. There was no patient incident or injury reported.